Manufacturer narrative:
(B)(4). The device was returned to the manufacturer for evaluation. Visually confirmed the tip is broken on one side at the tip of the shaft. The broken off portion of the shaft and pin are missing and not returned for analysis. Fracture surface damage is noted. The nature and location of the fracture is consistent with bend stress overload. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.

Event description:
It was reported that the patient underwent a spinal procedure. It was reported that the pituitary was missing a screw. No patient complications were reported.